Manufacturer narrative:
Visual evaluation: device photograph(s) for the device related to the reported event of rupture, lymphoma-alcl, capsular contracture, seroma-late and wrinkling of the skin was reviewed on may 20, 2024. It is not possible to determine the lot number or catalog number of the photos provided. Visual analysis of the photographs identified: ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ lymphoma-alcl: unable to observe since it is not related to the device. ¿ capsular contracture: unable to observe since it is not related to the device. ¿ seroma-late: unable to observe since it is not related to the device. ¿ wrinkling of the skin: unable to observe since it is not related to the device. No additional observations were carried out.

Event description:
Physician reported a "possible alcl due a late seroma on left side". Pathological marker cd30+ has been received. Pathological marker alk- has not been received. Additionally, physician reported "wrinkled appearance of the left mammary prosthesis with great quantity of liquid surrounding it that suggest rupture of it" diagnosed by ultrasound and capsular contracture baker grade ii. Device has been explanted. Treatment: device explant, capsulectomy.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ capsular contracture: unable to observe as it is not related to the device. ¿ lymphoma-acl: unable to observe as it is not related to the device. ¿ seroma-late: unable to observe as it is not related to the device. ¿ wrinkling of the skin: unable to observe as it is not related to the device. ¿ rupture: observed opening on anterior side assessed as surgical damage as per the investigation procedure, creases and wear abrasion were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Physician reported a "possible alcl due a late seroma on left side". Pathological marker cd30+ has been received. Pathological marker alk- has not been received. Additionally, physician reported "wrinkled appearance of the left mammary prosthesis with great quantity of liquid surrounding it that suggest rupture of it" diagnosed by ultrasound and capsular contracture baker grade ii. Device has been explanted. Treatment: device explant, capsulectomy.

Event description:
Physician reported a "possible alcl due a late seroma on left side". Pathological marker cd30+ has been received. Pathological marker alk- has not been received. Additionally, physician reported "wrinkled appearance of the left mammary prosthesis with great quantity of liquid surrounding it that suggest rupture of it" diagnosed by ultrasound and capsular contracture baker grade ii. Device has been explanted. Treatment: device explant, capsulectomy.

Manufacturer narrative:
Continued e.1. Phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further investigation: the review of the documentation associated to the manufacturing process indicates that all devices with lot number 1191729 were released in accordance with abbvie¿s procedures and were no defects/problems/issues found in the documents or in the personnel training related to the reported event. Additionally, no ER/ ncr(s) were identified during the investigation associated with this lot and the complaint. According to the complaint review the device has not been received for analysis in the device analysis laboratory yet. A review of the current risk documents was performed in chl-bi family (v14.0), and the event of bia-alcl is a known hazard for breast implants. Per evaluation performed in this investigation and, based on the coding matrix for medical devices and human tissue (B)(4), this code is classified as medical event; also, according to the procedure (B)(4), this event is not classified as a potential high impact complaint, therefore this case is not confirmed as high impact complaint, and no further actions are required at this time. Considering that there is no adverse trend for this type of event, no additional actions are deemed required at this time. The issue with lymphoma alcl suspected will continue to be monitored and corrective actions will be taken in the future if deemed appropriate. The events of "lymphoma-alcl-suspected" and "seroma-late" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "possible alcl due a late seroma"; rupture.

Manufacturer narrative:
Corrected data: d.6a.

Event description:
Physician reported a "possible alcl due a late seroma on left side". Pathological marker cd30+ has been received. Pathological marker alk- has not been received. Additionally, physician reported "wrinkled appearance of the left mammary prosthesis with great quantity of liquid surrounding it that suggest rupture of it" diagnosed by ultrasound and capsular contracture baker grade ii. Device has been explanted. Treatment: device explant, capsulectomy.